Manufacturer narrative:
Patient allegation was missed in previous report and b5 reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. The patient alleged headche and difficulty in breathing/short breath. There was no serious harm or patient injury.. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation of the device, pil observed an unknown dust contaminant on the top enclosure. Evidence of liquid ingress was observed to the blower and the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the dust/dirt contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6-clinical codes have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.